Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a post-implant wound check. Upon review, the right ventricular lead exhibited high pacing lead impedance, intermittent capture, and decreased r-wave amplitude. Programming changes were made and high voltage therapy was disabled. During a pre-operation device check, variable right ventricular capture threshold was noted. The lead was repositioned successfully on (B)(6) 2018. The patient was stable throughout.